Event description:
Procedure: inguinal hernia repair. Reportedly, two balloons wrer used in this case, and both balloons burst inside the pt's cavity. Pieces from both balloons were retrieved without difficulty. No injury was reported.